Event description:
An abbot in-house investigation discovered that an error may occur when a gate on the accelerator aps fails to hold a sample tube in position during aspiration. If the sample tube is allowed to pass the gate, the next sample tube in queue is allowed to advance to the sampling position where aspiration of sample can continue for the remaining tests ordered on the first sample tube. This has the potential for impacting patient results. The system is correctly identifying this error when it occurs, but is being ignored by the middleware and does not prevent results from being generated and released. When referencing the accelerator aps user guide, the corrective action provided for sample queue in inappropriate. The current verbiage provides the possibility for sample carryover to occur from the first sample to the second sample because the system is unaware that samples have been switched. The correction to this labeling deficiency will be determined and implemented. To date, no external customer complaints have been received for this issue.

Manufacturer narrative:
An investigation is in process. A final report will be submitted when the investigation is complete.